Event description:
It was reported that the pt was at home, went into the pantry and came out with their clothes covered with blood. The pt was taken to the emergency room and it was noted that the catheter lumen was "slit". The pt was admitted to the ICU and expired the following evening.